Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of a motion sensor test failure from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that she cleared the alarm off and the message came back up. The customer stated that it happened about 20 times. The customer declined to troubleshoot. The customer will be sent a replacement pump. The customer will return the pump for analysis.